Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the panoptix toric company (1.50cyl), 18.0 diopter (add power +2.2/+3.2) lens was replaced with a non-company 17.5 diopter lens. The replacement lens can be adjusted after implant. The final replacement diopter and toric power were not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an that following an intraocular lens (iol) implant procedure, the patient experienced visual acuity is horrible .clinical reason for explant was unable to correct vision the iol was exchanged for another lens model two months 23 days following the initial implant procedure. Additional information was requested and received no patient harm reported.